Manufacturer narrative:
(B)(4). Batch #: u5c364. Component code = g04. Investigation summary:the analysis found that one sc45a device was returned with no apparent damage and with one gst45g reload loaded in the device. The reload was received unfired. During functional test the trigger was squeeze and it would not engage in closed position, when the trigger was closed it was difficult to open. Due to condition of device no functional test was performed. The device was disassembled to verify the condition of the internal components and a loose spring thread was attached to the pawl pin interfering with the trigger plate subassembly not allowing to close and open the trigger as expected. The loose spring thread is used during manufacturing; however, it did not belong to the returned device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The issue observed has been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the sc45a was difficult to use release button . The doctor worried this condition will damage the patient, so changed another one. There was no patient consequence reported.